Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After the diagnostics were cleared, normal function resumed.